Manufacturer narrative:
Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a scratch on the intraocular lens (iol) following implantation of the lens approximately 1 year ago. The patient's visual acuity was decreased at 20/30. A laser treatment was performed for mild posterior capsule opacification. There was no improvement with the patient's visual acuity. Additional information was received indicating that the lens type is unknown. Further information is not available for this report.